Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient experienced peritonitis. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain, fever, and nausea. The patient had a pd culture obtained the same day which had an elevated white blood cell (wbc) count of 580 and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Additional information: h10 (clinical investigation) clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was likely associated with a breach in aseptic technique during the pd exchange ( a known risk factor). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient experienced peritonitis. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the outpatient pd clinic on (B)(6)2024 for symptoms of abdominal pain, fever, and nausea. The patient had a pd culture obtained the same day which had an elevated white blood cell (wbc) count of 580 and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient experienced peritonitis. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain, fever, and nausea. The patient had a pd culture obtained the same day which had an elevated white blood cell (wbc) count of 580 and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.